Event description:
It was reported that the pump ran out of medication twice and the patient never heard the pump alarming. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).